Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the radio frequency (rf) head caused the programmer to shut down when plugging the returned rf head into the programmer. The rf head cable was found out of electrical specification. It was noted the rf head label was delaminated.

Event description:
It was reported that the programmer was unable to interrogate devices. Multiple radio frequency (rf) headers were attempted but the programmer could not power on, constantly cutting out at random intervals and remains inanimate for a period of time. Multiple outlets were attempted with the same result. The programmer and rf head were returned for service. There was no patient involvement.